Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. An interrogation showed frequent t-wave oversensing (twos) on the right ventricular (rv) lead. The physician reported possible capture issue and the electrocardiogram noted possible pacemaker failure. Follow up yielded no information. The device and lead remain in use. No further patient complications have been reported as a result of this event.